Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed cracked on both plunger cases. Customer?s reported issue was duplicated during syringe test. Syringe plunger not in place error was found at syringe test. The root cause of the reported issues was determined to have been caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: reassembled both timing plates. Performed syringe test and all functional testing which passed

Event description:
It was reported that syringe plunger not in place. No patient injury reported.